Event description:
Event description cpi received information that due to recent shocks that were difficult to discern as appropriate with this implantable cardioverter defibrillator (ICD) (1600), the physician elected to upgrade this patient's device with another (ICD) (1746), which has stored egram capabilities. The lead integrity was also checked at this time, and they discovered insulation wear on the proximal end of the lead nearest the terminal pin. An anchoring sleeve and medical adhesive were used to repair the lead. The lead remains in service.